Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 545 mg/dl. The customer treated with the pump. The customer stated that she had high readings for the past two days and has been on the pump for a week. The customer was advised of the possible causes. The customer declined to troubleshoot.